Event description:
It has been reported that the bd¿ syringe 5ml ll euro 125 s/c has been found experiencing three occurrences of scale marking issues before use. The following has been provided by the initial reporter: ...we hereby report that the sterile luer-lok 3-piece 5 ml concentric cone syringes for batches 9200386, 9246779 and 9246781 have a poor impression, with ink contamination throughout the syringe as shown in the photos. What's more, when you swipe the print, it disappears, which suggests that these units can transfer ink to the other items they contact. We do not yet have final data on how many syringes to reject due to this situation ink stains on the syringe; ink fades with touch

Manufacturer narrative:
H.6. Investigation summary: one significantly damaged package containing eight destroyed syringes and two loose, intact 5ml syringes were received and evaluated. It was observed on the damaged and intact barrels that contact smears were present throughout the outside of the barrel, which were rejectable per product specification. Ink permanency testing was performed on the two undamaged barrels. No defects were observed. The printing machine was evaluated to determine the potential source of the observed foreign matter. Based on the fibrous appearance of the ink smears and the mechanical controls in place at the marker it was likely due to a buildup of ink in the tray. This was further supported by the DHR review findings that the cleaning of the printing components was not performed as per procedure. Potential root cause for the foreign matter defect is associated with the cleaning procedure not performed correctly. This resulted in a build-up of ink on the tray causing strands of dried ink to contact the pad roll then become transferred onto the barrel. Accountability actions and additional training were administered for the operator involved as of 10/20/2019.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9200386, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-19; medical device lot #: 9246779, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-03; medical device lot #: 9246781, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 5ml ll euro 125 s/c has been found experiencing three occurrences of scale marking issues before use. The following has been provided by the initial reporter: ...we hereby report that the sterile luer-lok 3-piece 5 ml concentric cone syringes for batches 9200386, 9246779 and 9246781 have a poor impression, with ink contamination throughout the syringe. What's more, when you swipe the print, it disappears, which suggests that these units can transfer ink to the other items they contact. We do not yet have final data on how many syringes to reject due to this situation. Ink stains on the syringe; ink fades with touch.